Event description:
It was reported that during a dialysis graft. The catheter shaft kinked under the balloon & became stuck at the graft. The catheter was removed and a smaller size balloon was used to successfully complete the procedure. No pt injury or further complications were reported.